Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain-pelvic/pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "the device had been improperly inserted" and device monitoring procedure not performed "no confirmation test performed". The patient's concurrent conditions included pulmonary embolism, overweight and dysfunctional uterine bleeding. Concomitant products included ibuprofen (motrin) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2011 and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("neuro conditions/problems: numbness in legs") and abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("heavy menstrual bleeding/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced mood altered ("hormonal changes: moodiness"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), abdominal pain lower ("cramping") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (complete bilateral removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, abdominal pain lower, dyspareunia, fatigue, alopecia, mood altered, gastrointestinal disorder, hypoaesthesia, nausea, vaginal haemorrhage, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hypoaesthesia, mood altered, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain-pelvic/pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "the device had been improperly inserted" and device monitoring procedure not performed "no confirmation test performed". The patient's concurrent conditions included pulmonary embolism, overweight and dysfunctional uterine bleeding. Concomitant products included ibuprofen (motrin) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2011 and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("neuro conditions/problems: numbness in legs") and abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("heavy menstrual bleeding/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced mood altered ("hormonal changes: moodiness"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), abdominal pain lower ("cramping") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (complete bilateral removal of essure device). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, abdominal pain lower, dyspareunia, fatigue, alopecia, mood altered, gastrointestinal disorder, hypoaesthesia, nausea, vaginal haemorrhage, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hypoaesthesia, mood altered, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain-pelvic/pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "the device had been improperly inserted" and device monitoring procedure not performed "no confirmation test performed". The patient's concurrent conditions included pulmonary embolism, overweight and dysfunctional uterine bleeding. Concomitant products included ibuprofen (motrin) since (B)(6) 2011, paracetamol (tylenol) since (B)(6) 2011 and warfarin sodium (coumadin). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia ("neuro conditions/problems: numbness in legs") and abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced heavy menstrual bleeding ("heavy menstrual bleeding/menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced mood altered ("hormonal changes: moodiness"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), abdominal pain lower ("cramping") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (complete bilateral removal of essure device). Essure was removed on 16-jun-2021. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding, abdominal pain lower, dyspareunia, fatigue, alopecia, mood altered, gastrointestinal disorder, hypoaesthesia, nausea, vaginal haemorrhage, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hypoaesthesia, mood altered, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information and essure removal details added. Removal surgery added for event pelvic pain. Case upgraded to serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report